Event description:
It was reported that during an angioplasty procedure, the pta balloon dilatation catheter was allegedly difficult to remove. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the conquest pta balloon dilatation catheter products that are cleared in the us. The pro code and 510 k number for the conquest pta balloon dilatation catheter products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the sheath became stiff and the pta balloon was allegedly difficult to remove, so the sheath was removed as a whole. It was further reported that the balloon was allegedly noted to be prolapsed and bunched. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the conquest pta balloon dilatation catheter products that are cleared in the us. The pro code and 510 k number for the conquest pta balloon dilatation catheter products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest device with a loaded unknown brand sheath was received for evaluation. Upon visual inspection, no anomalies to the luers, bifurcate or glue fillets. The returned unknown sheath was noted to have bunching at the proximal end and bucking to the distal tip of the catheter. The distal end of the balloon was noted to be prolapsed and bunched. No functional testing could be performed due to the condition of the returned device. One photo was received and reviewed. The photo shows the conquest device balloon with blood residues, prolapsed and bunching. No other anomalies noted. Therefore, the investigation is confirmed for the reported removal difficulty as the balloon was returned with loaded sheath and was noted to be damaged. Also, the investigation is confirmed for the identified material deformation as the balloon was noted to be prolapsed and bunched. A definitive root cause for the reported difficult to removal issue and identified material deformation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.